Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicates patient underwent surgical intervention where in one of the fractured lead was explanted and replaced addressing the issue. It is unknow which lead is liable so both the leads are reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00743. It was reported that patient experienced fall and lost effective therapy. Diagnosis revealed that one of the lead has high impedance. Patient is not able to get MRI due to the impedance. Surgical intervention may take place to address the issue.